Event description:
During a procedure to repair an abdominal aortic aneurysm (aaa), a gore viabahn endoprosthesis was implanted in the pt's right external iliac artery to assist with access due to excessive thrombus. The pt tolerated the procedure and no complications were reported. That night, the pt's right lower extremity became cold with no pulse present. Images revealed that the aaa iliac leg component and the viabahn device were completely occluded with thrombus. The pt was then taken to the operating room where an aui and femoral-femoral procedure were performed. The pt tolerated the procedure.

Manufacturer narrative:
A lot number was not reported for this event. Consequently, a review of the manufacturing paperwork could not be performed.